Event description:
The assistant reported that the cartridge compartment released black paint and the microdelivery was loose. There was no adverse impact to the customer¿s blood glucose level. The customer service team replaced the pump, instructed the caller to put the pump into storage mode, and arranged for the return of the problematic pump via a pre-paid label within 10 days. The customer continued to use the pump for insulin therapy.